Manufacturer narrative:
It was reported, that the implantation of a znn cmn femoral nail, ccd 130, left, 11.5 mm, 30 cm could not be completed on (B)(6) 2016 due to a wrong nail (znn cmn femoral nail, ccd 125°, right, 13 mm, 30 cm) in the package. Another nail was used to complete the surgery. The surgery was extended for 80 minutes. No trend is identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Both nails were returned for investigation. After receiving the nails and packagings it could be confirmed that the 2 lots were mixed up. A documents analysis showed that the 2 affected lots were processed at the same time in the washing/finish area (with a couple of minute offset), and that their lot identification number are very similar. Therefore the issue could have originated from a handling error. Zimmer (B)(4) initiated a voluntary recall of lot#2840846 and lot#2840845. All affected distributors, hospitals and surgeons have ben informed about the recall. The affected products were retrieved and destroyed on may 23, 2016. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer received the device for investigation on april 12, 2016. The investigation is pending. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4). Investigation ongoing.

Event description:
It was reported, that the implantation of an cmn femoral nail, ccd 130, left, 11.5 mm, 30 cm could not be completed on (B)(6) 2016 due to a wrong nail (cmn femoral nail, ccd 125, right, 13 mm, 30 cm) in the package. Another nail was used to complete the surgery. The surgery was extended for 80 minutes.